Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities related to the reported condition. Flow testing using gravity was performed, and the fluid was found to flow correctly through the tubing. The reported condition was unable to be verified for the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection was noted between the tubing and the air eliminator of a mirafilter IV administration set. This was noted before use. There was no patient involvement. No additional information is available.